Manufacturer narrative:
The device was conform on leaving manufacturing site. This part was not returned for investigation, the technical root cause of the event could not be determined. However, this topic is addressed through a CAPA and the conclusion of the investigations already performed, concluded that the drill adaptor design must be improved. Unique identifier (UDI) #: (B)(4).

Event description:
The clinical representative (cr) was present for a seeg case. During the case the surgeon was doing the trajectories, he found that the pmt anchor bolt driver (2.4 mm) was getting stuck in the rosa 2.45 drill adapter with serial number (B)(4). The surgeon and the cr ended up using the pmt 2.4 bushing.